Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress,the analyst noted that the lead was received with severe explant damage. There was no conductor kinked or twist found on partial lead segments returned. It only found conductor distorted by pulling stretching visible on partial segments lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. During the replacement procedure, a kink was visible in the lead due to coiling in the device pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.